Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to an infection. There were no other adverse patient effects reported.

Manufacturer narrative:
This lead was explanted and replaced, but will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.